Event description:
It was reported that during a left graft thrombectomy arterial venous vistula, the catheter balloon would not deflate for removal. The dr had to make another incision to remove the catheter. Pt was not injured.